Manufacturer narrative:
Reported event: an event regarding instability involving an unknown liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical information by a clinical consultant indicated: undated x-rays: ap pelvis, ap right hip - left cemented tha, reduced and nominal: right hybrid tha, reduced, displaced transverse fractured femoral stem at junction of proximal and middle 1/3 with loose proximal fragment displaced into varus. No clinical or pmh, no operative reports, no examination of explanted components. Based upon the undated x-rays, the event description appears to be confirmed, but insufficient data is presented to create a medical report for this case. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the surgeon revised the 32mm liner to a 36mm one to increase articulation for stability purposes. Clinician review of provided medical records only confirmed the event of fractured stem and did not reveal any instability issue. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision surgery of a fractured exeter stem implanted in 2014 in a femoral impaction case (revision). Patient presented with pain approx 6 weeks prior and had xray. Updated on 27 apr 2021: liner exchange to increase articulation to 36 mm for stability purposes.